Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) /2026. On (B)(6) 2026, it was reported that prior to going to sleep, the patient¿s cgm readings were within ¿normal range¿ (no specific values were reported). The patient was wearing a tandem insulin pump. The patient was also asymptomatic. Around 230am on (B)(6) 2026, the patient¿s daughter found her unconscious. At this time, the patient¿s cgm was in a sensor failed state. Emergency medical services (ems) was called and once they arrived, the patient¿s bg meter reading was low mg/dl. The patient was treated with IV glucose and regained consciousness after her chest was rubbed. The patient was unsure of how long she was unconscious. The patient was transported to the emergency room (ER) and given a soda and teaspoon of peanut butter. In the ER, the patient¿s bg meter reading was rechecked and was approximately in the 40s mg/dl. The patient was discharged after approximately 5 hours. The patient was ¿feeling better¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.